Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: three samples were received. They came with no packaging blister. Two show residues of drug and one has 20ml of yellowish drug. They all have pieces of a label adhered to the syringe barrel. Visual inspection was performed not noticing any black line. The pieces of label were removed from the syringe with yellowish drug finding no marks or extra printing line on the barrel. The other two were inspected with a magnifier lens and no black line was found between the label and the outside barrel wall. One photo was provided. It shows an irregular black line under the label and over the barrel wall. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: a device history review could not be completed as no batch number was provided. Root cause description: root cause could not be determined for the customer's reported failure mode. Rationale: CAPA not required at this time.

Event description:
It was reported that 30 ml bd luer-lok¿ tip syringe had foreign matter on the side of the syringe barrel. This occurred on 3 occasions before use. The following information was provided by the initial reporter: material no.: 302832 batch no.: unknown. It was reported thin black markings were found on the side of the syringe barrel. Per email: I had a patient's wife come in the office and wanted to speak with someone in "quality control." I went to the conference room with her and she showed me three 30ml syringes that they had received. She had originally thought there was a black hair in each of the syringes. I reviewed with her that the three syringes had identical black lined markings on the side of them (this likely occurred during the manufacturing process). The markings do not move, and there is not a hair stock between the label and syringe.